Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging that the pump had no power and moisture was present. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no allegation of an adverse event associated with this complaint.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 29-nov-2018 with the following findings: during 12 hour duration testing, an intermittent power loss was duplicated due to moisture corrosion in the battery compartment. A crack was found in the battery compartment with a leak and moisture. Unrelated to the original complaint, the display was dim and pink.